Event description:
The facility reports after the bath had been reinstalled, the mixer valve would not adjust the temperature correctly. The arjo engineer reset the valve, left the water running, and found it to be functioning properly. The customer has since scalded themselves and cannot alter the temperature.